Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: data error of scope ID, b30. A root cause could not be identified. Based on the results of the investigation, and reported issue of image fault (interference lines on the screen) was not confirmed during evaluation; therefore, a definitive root cause could not be determined. Regarding the additional reportable finding of a b30 data error of the scope, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image fault with interference lines on the screen. The issue was found during inspection for use. There were no reports of patient harm.